Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer's blood glucose level was 236 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Subsequently, it was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, customer had administered a manual injection, due to multiple temperature alarms that were unable to be resolved, and miscalculated the amount of insulin needed which resulted in the low bg. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.